Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) who encountered the issue replaced the bulk power supply and the monitor board. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a service visit by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) is not charging the battery. There was no patient involvement and no adverse event was reported.